Event description:
(B)(4). Event occurred in the united states. The patient reported that six infusion sets came apart because tape was not sticking. The quick set tubing came off at night when the patient was sleeping. The patient woke up and could smell the insulin when the patient noticed detachment at the quick release that left the tube hanging. This resulted in high blood glucose level and insulin wets on the sheets. The infusion had been in use for four hours. The site location was patient's right abdomen and the pump was on the left side. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.